Event description:
Caller reported that a pump malfunction occurred, displaying malfunction code malf 1. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, but the malfunction persisted. As the pump was out of warranty, technical support decided to replace it and the caller expressed interest in obtaining an out-of-warranty loaner pump.